Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. The patient met with the sjm representative and confirmed the issue. It was also reported the patient has not charged the ipg since (B)(6) 2013. The patient is without stimulation. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.